Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost weight and the ipg was moving around in her chest consequently, surgical intervention was taken and the patient's physician repositioned the patient's scs ipg to address the issue on (B)(6)2023.